Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. As a result, the reported absence of the "no power" alarm event could not be confirmed, as the "no power" alarm sounded when both power sources were disconnected during testing. Visual inspection of the controller revealed that the serial port and power port two (2) connectors were loose. An internal inspection did not reveal evidence of fluid ingress. Additionally, the serial port cap was missing. These are additional observations not related to the reported event. The controller log files available for analysis did not reveal any alarms or events recorded on the reported event date. As a result, the reported loss of power event could not be confirmed. At the time of the last data point, at 23:53:20 on (B)(6) 2017, (B)(4) was connected to power port one with 95% relative state of charge (rsoc) and a power adapter was connected to power port two. No further data points were logged, which may indicate that, following this data point, the controller lost power due to the reported disconnection of both power sources and was not powered on again. Based on an internal investigation conducted, the most likely root cause of the observed loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the observed missing serial port cap can be attributed to the handling of the device. A possible root cause of the reported loss of power event may be attributed to an inadvertent disconnection of both power sources; the reported event details regarding the power sources not "fully connected" may be the result of the patient attempting to reconnect the power sources. A possible root cause of the reported absence of the "no power" alarm can be attributed to an extended period of time where the "no power" alarm was sounding, causing the internal battery to deplete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device coordinator, that the patient was found dead by the sister in the morning of(B)(6) 2017. Sister unsure of timing of death. It was stated that the patient was sitting in the chair with the alternating current (ac) adaptors not connected and the battery on the other power port was not fully connected. It was further stated that there were no alarms that were noted or heard from the controller. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: it was reported from the site the controller number is still unknown now, as the family has possession of the device but has not retuned it to the site for unknown reasons. It was stated that the log files are unavailable until controller is returned. It was further stated that the official cause of death was congested heart failure (chf). It was stated that there would be no autopsy done. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that the patient spent the evening with his sister. Patient was stated to have slept on the couch in a room adjacent to his sister. It was stated that during the night the patient died and was discovered in the morning by the sister. It was also stated that the 110-volt cord came out of the socket and the batteries powering the left ventricular assist device (lvad) controller. According to the autopsy report on 2014-05-24, the cause of death was listed a sudden cardiac death and the manner of death was listed as natural. The patient sister called hospital and hospital representative walked the sister through, on how to detach the lvad controller from the driveline. It was stated that there was no power, thus no message to read.

Manufacturer narrative:
Product event summary # it was reported that the patient was found deceased with the controller not fully connected to an ac adapter and a battery. Additionally, it was reported that there were no alarms that were noted or heard from the controller. The pump and the controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. A review of the controller's manufacturing documentation could not be performed since the serial number of the controller was not provided. Furthermore, log files were not available for analysis. Given the limited information available, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a loss of power can be attributed, but not limited, to an inadvertent disconnection of both power sources; the reported event details regarding the power sources not "fully connected" may be the result of the patient attempting to reconnect the power sources. Events involving the absence of the "no power" alarm can be attributed, but not limited, to a faulty internal nickel-metal hydride (nimh) battery or to an extended period of time where the "no power" alarm was sounding, causing the internal battery to deplete. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.